Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and the device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus europa (B)(4) for evaluation. In the evaluation, olympus europa (B)(4) confirmed the reported phenomenon that the insertion tube was discolored. Nozzle unit and light guide bundle were non-olympus parts. Additionally, foreign silica gel bag was inside the scope connector. The subject device was repaired by third party. Following defects were detected during the evaluation. - the scope cover was scratched. - the universal cord was kinked. - the insertion tsube was scratched. Olympus was informed that the methylene blue was used in the previous procedure. However, the methylene blue came during the procedure. The user facility completed the procedure. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure for therapeutic using the subject device, the blue dye came on the subject device. In addition, the user facility reported that the blue dye is methylene blue, it is difficult to remove the blue dye, and there seem to be some blisters at the distal end of the subject device (around 20-30cm). There was no report of the patient injury and infection associated with this report.